Event description:
A doctor alleged that a patient had experienced the debonding of a crown after placement with breeze cement.

Manufacturer narrative:
The doctor used two different lots of breeze associated with the debonding. The lots involved in the alleged incidents include lot number 4953260 and 4819957. The patient had experienced the debonding of restoration after placement with breeze on three (3) occasions; the doctor re-cemented the crown using breeze on two (2) occasions. Upon the patient's return visit, on (B)(6) 2014, the doctor re-cemented the crown using a different product, without further incident. To date, the patient is doing fine. An 'adhesive strength' test was performed on the returned lot for lot number 4953260, yielding results within specifications. The product returned for lot number 4819957 was received in a condition that made analysis impossible; therefore, an 'adhesive strength' test was performed on the retain sample, yielding results within specifications. A DHR review revealed that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to these lots.